Event description:
The customer contacted stryker to report that their device was not charging up when attempting to deliver defibrillation therapy. Upon evaluation by stryker, it was also found that the device was delivering abnormal energy. In this state wrong defibrillation therapy may be delivered. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customers device and was able to verify and duplicate the reported issue. The device could not be repaired in the field and will be returned to stryker for further evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The initial medwatch report # 0003015876-2022-01961 was submitted in error and is a duplicate of medwatch report # 0003015876-2022-01910.

Event description:
The customer contacted stryker to report that their device was not charging up when attempting to deliver defibrillation therapy. Upon evaluation by stryker, it was also found that the device was delivering abnormal energy. In this state wrong defibrillation therapy may be delivered. There was no report of patient use associated to the reported event.